Event description:
It was reported that balloon rupture occurred. The 99% target lesion was located in the mildly calcified and moderately tortuous proximal right coronary artery (rca). A 15mm x 3.00mm nc quantum apex¿ balloon catheter was advanced for post-dilatation and the device was initially inflated at 14 atmospheres. However, on the second inflation at 14 atmospheres for 15 seconds, the balloon ruptured. The device was completely removed from patient and the procedure was completed with a non-bsc balloon catheter. No patient complications were reported and the patient's status were good.

Manufacturer narrative:
(B)(4). The complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).